Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause includes the balloon not being attached properly. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Olympus received a medwatch report from the FDA on 17feb2021 (mw#(B)(4)). Per the report, "an endobronchial ultrasound was being performed when the olympus ultrasound endoscope balloon came off of the scope and migrated into the lung of the patient. When the patient coughed, the balloon was no longer visualized. Bronchoalveolar lavage was performed and a pediatric scope was used to look for the balloon without success. CT (computed tomography) was performed but did not show the retained object." The location of the balloon and if it remains in the patient is unknown. Additional information has been requested for this event but has not yet been provided. This report is being submitted for the olympus balloon. An additional report will be submitted for the scope (evis exera ii ultrasonic bronchofibervideoscope) with the same patient identifier.